Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2012 and mesh and restorelle y were implanted and on (B)(6) 2012 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: reason for surgery: sui. Concurrent procedures: perineoplasty and cystourethroscopy. It was reported that the patient underwent revision of mid urethral sling, excision of eroded mesh on (B)(6) 2013 along with cystourethroscopy due to incomplete bladder emptying. (B)(4) ¿ urinary/bladder problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced dyspareunia, nocturia, vaginal bleeding, cystitis, vaginitis, urinary tract infection and mixed urinary incontinence.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.